Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "fc808:02".

Manufacturer narrative:
The condition of failure code 808:02 was confirmed through the event history and was found to be due to a defective pump head module. The pump head assembly was replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During service by baxter, a colleague infusion pump was found to have experienced failure code 808:02, interrupting delivery. There was no patient involvement. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.